Event description:
Caller reported experiencing a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through loading a new cartridge, but the alarm recurred, preventing successful insulin therapy. Consequently, technical support arranged for a replacement pump. The caller was advised to use multiple daily injections as a backup therapy and was informed about setting the pump into storage mode before returning it. Instructions for returning the defective pump and information regarding programming the replacement pump were also provided, and the replacement pump was sent to the customer.